Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-24269. It was reported the pt alleged he experienced pain, especially at night when he tries to sleep. The pt stated he has pain down his right leg similar to the pain in his left leg. The pt also stated he experienced cramping in his hamstring and calf. The pt has not experienced this issue in his right leg before. The pt is also having erectile dysfunction and questioned whether the scs system could be contributing to the issue. The pt's physician believed the right leg pain was a new pain issue, but the erectile dysfunction is possibly due to the scs system. The pt was prescribed pain, sleeping and erectile dysfunction medication. No add'l info is available at this time.